Event description:
It was reported that a spectrum pump underinfused during testing in the biomed service department. The programmed volume to be infused was 40ml at 200 ml/hr. The actual amount infused was 3.5ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device passed the flow accuracy verification test and no issues were found related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.